Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician in (B)(6) reported to our local distributor that he had a patient with high lead impedance on their normal mode and system diagnostic testing. The device was programmed off and the patient was ordered for an x-ray but was a no show for the appointment and has not been back to their doctor's office since the initial discovery of their high impedance. The last date the patient had diagnostics performed on their device was (B)(6) 2010 that were within normal limits. The patient did not have any manipulation of their device or fall or injury preceding the event. If further information is attained, another report shall be sent.